Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as bloody open wound under right breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a fungal powder and then used abd pads for the open wound. The outcome of the irritation is unknown as follow up attempts were unsuccessful.